Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient was continuing to have issues recharging the implant. The patient reported it took about 12 hours to get close a full charge so they stopped charging. The patient reported experiencing a return of pain in his back and legs. The patient noted that it was taking too long to charge the implant in (B)(6) 2016. The patient was unable to charge the implant approximately 6 months ago. And, the patient noted the return of pain in (B)(6) 2016.

Event description:
The consumer reported that a power on reset (por) message error code was displayed on the recharger. The por was not related to an overdischarge event. The patient kept getting the informational por and on the patient programmer he saw the "charge your neurostimulator" the patient was unable to successfully clear the por message because he kept getting the "charge your neurostimulator" message. The patient was instructed to recharge the implantable neurostimulator (ins) until it was 25% full and then attempt to clear the por. The patient experienced pain. The patient further noted it was taking him up to a whole day to recharge. This issue began in (B)(6) 2016 indications for use include post lumbar laminectomy syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.